Event description:
Patient reported via sus voluntary event report (mw5108766 "twenty-two years ago I went for a consultation with doctor (B)(6) plastic surgery specialist in nearby to inquire about getting a lift. He convinced me to get implants saying that it was less invasive, would produce less scaring, and recovery time was shorter. On (B)(6) 1999 I received my mcghan style 468 350 cc implants. Mcghan rtv saline-filled mammary implants became allergan natrelle saline filled breast implants, which I just discovered have been recalled. Since my breast augmentation. I have experienced a multitude of symptoms and health concerns that have greatly affected the quality of my life. They are as follows: chronic radiating and sharp pain in both breasts, burning sensation around implant and underarm, chest discomfort, swollen and tender lymph nodes of breast and underarm often times sore to the touch, capsular contracture and pain I was experiencing were briefly addressed. I delayed undergoing mammography which became too painful and the results with implants inaccurate. This concerned me as I am aware of the importance of a mammogram to diagnose breast cancer at an early stage when it can be treated more effectively removal would allow future mammography screenings to be less agonizing and more precise, additionally after years of exhaustive research doctor and specialist appointments, a multitude of labs and tests with inconclusive results and a cabinet full of prescription and over the counted medication I sat in my car outside the center my skin was literally peeling off for no particular reason, sobbing hysterically. I called my daughter (B)(6). Who is the most caring and compassionate human ever and told her I could not live in this body anymore. I was so tired of not being heard, brushed off and ignored with absolutely no answers. As a last-ditch effort I lingered six long months for an opening with a neurologist at (B)(6). After a complete an thorough examination at my (B)(6) 2021 appointment doctor. (B)(6), indicated that my symptoms could very well be related to my breast implants. At my (B)(6) 2021 consultation with doctor. (B)(6) to discuss the medically necessary removal of my breast implants. My mention of additional illness was acknowledged but not particularly valued at this time. All I knew is that I wanted those toxic bags of chemicals out, and the sooner the better. My body was weary of fighting this lethal infection. The following is a list of my additional symptoms which were worsening by the day: shortness of breath, numbness and tingling of extremities, symptoms and diagnosis of autoimmune disease, hormonal imbalances resulting in fatigue, hormonal imbalances resulting in physical and emotional issues, migraines, fibromyalgia signs, brain fog, joint and muscle pain, extreme fatigue, continual throat clearing, coughing chocking, acid reflux, gerd, skin itching, rashes and peeling, severe vertigo, heat intolerance, persistent bacterial and viral infections, kidney problems, constant uti and yeast infections, ear ringing, metallic taste in mouth, blood pressure concerns, depression, anxiety, panic attacks; these events are not related to device. Since explant my breasts no longer hurt. I have discontinued all medications and am slowly healing and detoxifying my body. This is my journey to restored health and a better life. Breast implant illness is real and perhaps its testimonies such as mine that will help to acknowledge this. I appreciate that the FDA has taken new actions to strengthen breast implant risk communication, updated labeling of saline filled and silicone gel-filled breast implants and continue their research of breast implant illness as a formal medical diagnosis." This record is for the left side. Device was explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and capsular contracture baker grade unknown.

Event description:
Patient reported ¿chronic radiating and sharp pain in breasts, chest discomfort, burning sensation around implant and underarm¿, ¿capsular contracture baker grade unknown¿, and ¿swollen and tender lymph nodes of breast and underarm often times sore to the touch.¿ patient additionally reported ¿joint and muscle pain¿, ¿migraines¿, ¿shortness of breath¿, ¿rashes¿, ¿skin itching¿, ¿breast implant illness, acid reflux, gerd, severe vertigo, panic attacks¿, ¿continual throat clearing, coughing chocking, , skin peeling, heat intolerance, ear ringing, metallic taste in mouth blood pressure concerns, hormonal imbalances resulting in physical and emotional issues, brain fog¿, ¿extreme fatigue¿, ¿depression¿, ¿numbness and tingling of extremities¿, ¿kidney problems, constant uti and yeast infections¿, ¿persistent bacterial and viral infections¿, and ¿symptoms and diagnosis of autoimmune disease, fibromyalgia signs¿; these events are not device related. Patient later reported ¿removal from textured to smooth due to the concerns of the product.¿ this represents the left side. Device has been explanted.